Manufacturer narrative:
Concomitant product: product ID 37702, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot# n234318, implanted: (B)(6) 2010, product type accessory; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
(B)(4). It was reported that neither of the patient¿s stimulators had been working for the past year. The patient did have a recharger, but she had some dementia and it was unknown when she recharged or how often. The patient was redirected to her physician to have her device restarted and to check the status. Additional information was requested, if received, a follow up report will be sent. See MFR 3004209178-2014-13010 for the patients second (bilateral) device.